Event description:
The facility indicated the plug was pulled off of the ac power cord, exposing wires.

Manufacturer narrative:
The facilities maintenance replaced the power cord plug to repair the bed.